Event description:
It was reported that the pump modules have experienced channel errors. The customer reported that this is an ongoing issue. Clinicians will tag devices and send to biomed for repair. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.